Manufacturer narrative:
It was reported that the patient was treated with topical antibiotic (date and duration not reported). This report is submitted on september 25, 2019.

Manufacturer narrative:
This report is submitted onaugust 15, 2019.

Event description:
Per the clinic, the patient was experiencing an infection.